Manufacturer narrative:
The product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 month post implant of this transcatheter pulmonary bioprosthetic valve (tpbv), after pre-stenting with 2 palmaz stents, a second tpbv was implanted due to a stent fracture in the first valve. Both tpbv's were explanted 12 days later due to a ventricular tachycardia and residual stenosis of the second valve, attributed to the small internal size. The valves were replaced with a small hancock conduit. No further adverse patient effects were reported.